Manufacturer narrative:
Correction: b5 and h6 - device code was (B)(6) - impedance problem" and should be "1291 - high impedance".

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited high pacing impedance. The rv lead was capped and replaced (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to an unknown reason. It was noted the the right ventricular - rv lead exhibited pacing impedance. The rv lead was capped and replaced (B)(6) 2020. Patient condition was not reported.